Manufacturer narrative:
Device manufactured between may 30, 2018 to may 31, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed the line connected to port 19 is milky/whiter than the other lines. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had particulate. It was further reported traces of lipids (white traces) in the connection line of port 19. No patient involvement. No additional information is available.